Event description:
24 g catheter was being placed in cephalic vein. Catheter was threading without difficulty with good blood return. When threaded 4 1/2 inches, pt began fluttering her eyes, complaining her face feeling flushed and full, began wheezing, and complained of sharp low back pain. She complained of chest and throat tightness and became diaphoretic. Blood pressure 120/60, p 92, r 20. Pt was reclined with feet elevated and was given 50 mg benadryl im in right deltoid. Catheter was discontinued at this time. Pt's symptoms began to resolve within minutes. Pt's dr was notified. Pt to return to the office in am for reattempt at IV access with short catheter. Pt was observed for 45 minutes after reaction until she was determined to be stable. She left the office ambulatory, complaining only of some residual "facial fullness" and throat tightness.